Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, intermittent audio output occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted. A functional test was performed and it passed. The log was downloaded and reviewed finding no errors related to the complaint. A communication tool audio and vibration test was performed and the it passed. "Try it" manual tests were performed and the tests passed. The receiver case was opened for an internal visual inspection and it passed. Speaker audio and vibrator intermittent tests were performed and the tests passed. The speaker and vibrator resistance were measured and they registered within specification. The allegation was not confirmed. The root cause could not be determined.